Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "membrane has a hole in it." There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of holes being present on the pump modules membrane was confirmed through inspection of the returned devices. Inspection of pump module s/n (B)(6) and pump module s/n 16513487 found the membrane slightly yellowed and torn on the left corner of the bottom occluder finger of the pumping mechanism. Pump module s/n (B)(6) was not observed to have any holes or tears on the membrane; however, severe yellowing (yellow spots) was observed on the surface of the membrane. The suspect pump modules underwent preventive maintenance with alaris system maintenance v12.3 to ensure that the reported issue was only external. As a result, the suspect passed all its functional tests without any complications. A previous investigation by a third-party company (exponent) performed an analysis of the yellow discoloration present on the membrane of the alaris pump module. The engineering firm determined the following results: inspecting the yellowed and non-yellowed locations confirmed the chemical composition of the unit appears unchanged by the presence of the yellow features on the suspect unit membrane. It was found that the residue in the yellowed spot contained elements such as sodium and phosphorous, whereas the nominal area only detected elements associated with the polyurethane film. Best practices for cleaning bd alaris system devices states the use of healthcare-grade cleaning products that are recommended for cleaning bd alaris¿ system devices. Do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. The use of any cleaning product containing chemicals listed in the do not use section of the cleaning product guidelines for the alaris¿ system should be discontinued immediately to avoid damage to the alaris system. Bd recommends a soft bristle brush to clean hard to reach areas or to remove crusty residue. The brush should not be used on the membrane or air in line sensor. Also, bd recommends using a soft, lint free cloth dampened with water to remove the cleaner after the required kill time of the cleaner/disinfectant being used. Per product labeling, the alaris system user manual (v12.1) states to not use hard, abrasive or pointed objects to clean any part of the instrument. Do not allow cleaning solutions to collect on the instrument. Residue buildup might cause the moving parts to become sticky and hinder their operation over time. Certain chemicals can damage the surfaces of the instrument the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Model 8100 pump module s/n (B)(6) device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Model 8100 pump module s/n (B)(6) device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Model 8100 pump module s/n (B)(6) device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the report of holes on the pump modules membrane was not definitively determined; however, a probable cause is being attributed to degradation or other chemical changes in the urethane base material which may be due to exposure to unknown chemical agents. This issue is being escalated and will be investigated under failure investigation (dir:10000439228). Note that this report lists imdrf annex a1801, g04088, g04067, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "membrane has a hole in it.". There was no patient involvement.